Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) result from a single patient sample that was generated by the synchron lx I 725 instrument. The customer indicated that an initial accu tni result was 10.51ng/ml. A preliminary report was telephoned to the physician. The customer tested the patient original sample for accu tni on another instrument in their lab. The accu tni result obtained from another instrument was 0.01ng/ml. A corrected result was released to the physician. The customer then retested the patient original sample for accu tni on the synchron lx I 725 instrument. The repeated accu tni result was 0.00ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.